Event description:
It was reported the patient had the artificial urinary sphincter removed as it was not working. During the surgery, it was noted that there was a break in the tubing which led to fluid loss. No patient complications were reported.

Event description:
It was reported the patient had the artificial urinary sphincter removed as it was not working. During the surgery, it was noted that there was a break in the tubing leading to fluid loss. No patient complications were reported.